Event description:
It was reported that "radius screw polyaxial adjuster broke during case while attempting to back out a screw. There was a replacement tool in the set that was used to successfully adjust the screw."

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review. Results: visual inspection: visual inspection of device at receipt confirmed that prongs at tip of the instrument were broken off. Based on the event description, issue occurred during removal of a screw. This instrument is for fine adjustment only and if it was used for screw removal, too much force or cantilever efforts were likely applied to this instrument leading to the damage observed. As engraved on the instrument, it is meant to be used for fine adjustment only. Functional inspection: instrument in its as received condition is no longer functional. Device history review: the review of the manufacturing records was conducted and did not reveal discrepancy which may have contributed to the reported event. Complaint history: the review of the super database was conducted since march 2004 till december 31, 2012 to show that only two complaints were reported on this product reference during this time slot. Only in one case ((B)(4)), breakage of prongs was confirmed but the circumstances of the event occurring were unknown given product was reported received in such condition. On the other case ((B)(4)) prongs were not broken. The trackwise database was also reviewed starting january 2013 till may 31, 2013 and (B)(4) was noted involving prong breakage on this instrument during removal of screw. Hence considering the present complaint, this is only the third complaint for prongs breakage issue on this product reference. Conclusion: inspection of the returned product confirmed the breakage of prongs at tip of instrument. Instrument is dedicated to be used for fine adjustment only. In this case, it is believed that instrument yielded under excessive cantilever forces. No deviations were found upon review of the manufacturing records. Product was manufactured in 2008 and supposed to have been in service successfully since. No significant recurrence of such event was highlighted through review of the complaints database. No adverse consequences were reported in this case for patient, no delay in surgery.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: confirmed that prongs at tip of the instrument were broken off upon receipt. Based on the event description, issue occurred during removal of a screw. This instrument is for fine adjustment only and if it was used for screw removal, too much force or cantilever efforts were likely applied to this instrument leading to the damage observed. As engraved on the instrument, it is meant to be used for fine adjustment only. Functional inspection: instrument in its as received condition is no longer functional. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: inspection of the returned product confirmed the breakage of prongs at tip of instrument. Instrument is dedicated to be used for fine adjustment only. In this case, it is believed that instrument yielded under excessive cantilever forces. No deviations were found upon review of the manufacturing records. No significant recurrence of such event was highlighted through review of the complaints database. No adverse consequences were reported in this case for patient and no delay in surgery.

Event description:
It was reported that "radius screw polyaxial adjuster broke during case while attempting to back out a screw. There was a replacement tool in the set that was used to successfully adjust the screw."